Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Entity name: (B)(6). Mobile phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the stopcock of the bakri tamponade balloon catheter separated from the device and caused the device to leak while treating a postpartum hemorrhage (pph) after a cesarean section (c-section) delivery. After c-section delivery, the patient began to experience poor contractions and significant bleeding (about 500 ml of blood). Various hemostatic treatments were attempted to be used and failed to stop the bleeding. On (B)(6) 2024 at 23:00, the bakri tamponade balloon catheter was placed through the vagina and 380ml saline was injected. When the nurse went to remove the balloon on (B)(6) 2024 at 10:25, it was found that there was only about 50ml of liquid left in the balloon. It was discovered that the balloon's blue valve had come off, causing fluid to flow out. However, the patient had successfully stopped bleeding at this time, and no adverse conditions have occurred. The balloon was removed and discarded. Total estimated blood loss was 500ml before device failure, with no additional blood loss after device failure. Blood transfusions were not required, and the device was not handled by or in the proximity of any metal tools (i.e., forceps or suture needles) that may have damaged to the balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event description: as reported, the stopcock of the bakri tamponade balloon catheter separated from the device and caused the device to leak while treating a postpartum hemorrhage (pph) after a cesarean section (c-section) delivery. After c-section delivery, the patient began to experience poor contractions and significant bleeding (about 500 ml of blood). Various hemostatic treatments were attempted to be used and failed to stop the bleeding. On (B)(6) 2024 at 23:00, the bakri tamponade balloon catheter was placed through the vagina and 380ml saline was injected. When the nurse went to remove the balloon on (B)(6) 2024 at 10:25, it was found that there was only about 50ml of liquid left in the balloon. It was discovered that the balloon's blue valve had come off, causing fluid to flow out. However, the patient had successfully stopped bleeding at this time, and no adverse conditions have occurred. The balloon was removed and discarded. Total estimated blood loss was 500ml before device failure, with no additional blood loss after device failure. Blood transfusions were not required, and the device was not handled by or in the proximity of any metal tools (i.e., forceps or suture needles) that may have damaged to the balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control procedures. The complaint device was not returned; therefore, no physical examinations could be performed. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Cook also reviewed product labeling. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, no product returned, and the results of the investigation, a definitive cause of the stopcock separation event could not be determined from the available information. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.